Event description:
It was reported that two 6x150mm stents were implanted in the sfa down to the popliteal artery. A stent fracture was reported post implant.

Manufacturer narrative:
Please note that this event involves two devices for which the product info is not available. In addition, it is not known whether the alleged malfunction is associated with one or both of the devices. Attempts to obtain additional event info were made; however, thus far no additional info has become available. The device history records could not be reviewed as the lot number was unk. The stents remain implanted, therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.